Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood. Customer's blood glucose reading was over 900 mg/dl. Customer stated that she did not eat for two days. Nothing further was reported.